Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. Upon functional testing, the fse checked the logfiles and found the error "memory 1 failed". Upon further checking the fse found that the host pc failed to boot up and confirmed that the host pc needed to be replaced. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc and reinstallation of operating system software (os) by the fse resolved the reported issue and restored the functionality of the system. After replacement and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order.